Event description:
One cadd ms3 pump had a pump error. The pump read cartridge low when it was not low. Ran out of battery when the customer had just changed the battery. Pump had a crack in the glass. Dose or amount 1.5 ng/kilogram/minute, frequency is continuous, subcutaneous. Dates of use (B)(6) 2018 to current. Infusion is life sustaining. Patient will receive remaining dose from replacement pump. No reported adverse effects.